Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced an infusion set was leaking on skin on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).